Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the issue further and found that the inspiratory valve membrane was causing the leak. Fse removed the membrane and verified that there was residue causing improper sealing. The membrane was cleaned and reinstalled. Once the service was preformed, the ventilator passed all functional and safety tests and was returned for clinical use. Fse did not found any other defects with the device and/or faulty parts. The root cause of the issue has been identified and resolved. The most probable root cause was that there was dirt on the inspiratory valve membrane.